Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra warranty meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he obtained the error 1 message on the morning of (B)(6) 2017. The patient manages his diabetes with insulin which he self-adjusts. He denied making any changes to his usual diabetes management routine after obtaining the error message. He reported that about 2 hours after the start of the alleged issue, he developed symptoms of ¿need to urinate often.¿ he denied receiving any treatment for his symptoms. During troubleshooting, the csr noted that the subject meter was not being used for the first time. The patient¿s meter and test strips were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.